Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name : requested, unknown. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp)(importer) registration no.(B)(4) is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer) registration no. (B)(4).

Event description:
The user facility reported that after advancing the involved product to the target blood vessel, the guide wire was replaced. Then, when the tip of the guide wire protruded slightly from the distal tip of the product, the guide wire got stuck. For this reason, the guide wire was tried to be removed, but the tip of the guidewire was torn. The torn distal side of the catheter was remained in the blood vessel.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. The involved device, zizai (hereinafter referred to as the "involved device") was returned to tcsc with the guide wire used in combination inserted. Observations during cleaning revealed that the guide wire used in combination was set protruding from the proximal end of the involved device. When attempting to remove the combined guide wire for cleaning of the involved device, there was resistance to the removal, and it could not be removed. For this reason, cleaning fluid could not be injected into the involved device, and cleaning could not be performed normally. Visual inspection of the involved device was observed, intermittent deformation of a bellows shape was observed over about 30.5 cm from the distal tip. In addition, when the distal tip of the involved device was enlarged and observed, a crushing part was observed at a point 0.5 cm from the distal tip. The distal tip of the combined guide wire was located at this crushing point. Involved device: deformation of a bellows shape. Upper: around 15.0cm from the distal tip/lower: around 30.0cm from the distal tip. Simulation test (deformation of a bellows shape) was conducted. Based on past experiences, it was found that our product zizai may deform into a bellows shape if excessive loads such as pushing or removing the catheter are applied. For this reason, the simulation test of the deformation caused by tearing of the outer layer material that occurred in the involved device was performed by following methods. Sample: tube of zizai. Method: insert a 0.016 inch (0.41 mm) stainless steel rod into the inner lumen of the sample and grasp the part near the deformed part of the involved device. In this state, lengthen / shorten the sample and apply a pulling or pushing load to the tube. Result: when the sample was lengthened/shortened and a stretching load was applied to the tube, the sample deformed into a bellows shape. Dimension measurement was conducted. The dimensions of the involved device were measured for the following purposes. Outer diameter of the involved device: inspecting of a possibility that the passage resistance of the guide wire has occurred due to deformation of the resin, etc. Outer diameter of the combined guide wire: 0.018-inch type, checking for a possibility of incompatible combinations. As a result, the outer diameters of the distal and proximal side of the involved device were within our standard values, and no abnormalities were observed. The outer diameter of the deformed part could not be cleaned due to the inability to remove the guide wire used in combination. Furthermore, since it was in a state of placing in a bag, it was not possible to measure the long and short diameters of the deformed part. Next, the outer diameter of the proximal side of the guide wire was measured, the outer diameter value was about 0.014 inches, which was a size that matched our product zizai. Inspection of manufacturing records revealed that our manufacturing process, we perform visual inspections toward all zizai before assembling to the holder. The device history records of the lot 221104230 were reviewed, there were no abnormalities that could cause the guide wire stuck and deformation of a bellows shape. Based on the above results, it was presumed that the stuck of the combined guide wire that occurred in the involved device was caused by the narrowing of the lumen due to the crushing or deformation of the tube, resulting in the guide wire getting stuck. In addition, it was presumed that the deformation of a bellows shape that occurred in the involved device was due to the operation of pushing and removing the catheter in a stuck state. Since the guide wire could not be removed from the involved device and the cut surface could not be observed, it was not possible to determine the cause of the cut that occurred in the combined guide wire.